Manufacturer narrative:
No known patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported following: it was reported that two large reduction forceps were found broken in the sterile processing department and require replacement. Damaged through regular usage. There was no known patient involvement reported. This report is for one (1) reduction forceps with points ratchet 200mm. This is report 2 of 2 for (B)(4).